Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that during a device change out procedure for normal battery depletion the physician was unable to loosen the right ventricular (rv) distal set screw even after using mineral oil and non-torque wrenches. Prior to any further troubleshooting techniques, it was noted that the rv lead insulation was bunched. Subsequently the lead was cut and surgically abandoned. Since the patient is not rv pace dependent, the rv port on the new device was plugged and programmed to aair.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The setscrew and connection issue could not be confirmed. All setscrews were in the up position when received and there was no difficulty in removing the lead tip from the ventricle port.